Manufacturer narrative:
The product was not returned for evaluation. Unable to determine if there was any product malfunction, defect or condition that could have contributed to the reported hypoglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 277 mg/dl after wearing the pod for longer than 48 hours. The pod was deactivated and he noticed that they smelled insulin. (B)(4).